Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Concomitant medical product: dermatome blade, item # 8700010, lot 63525216. A follow up medwatch will be submitted once the investigation is complete and a root cause has been established.

Event description:
It was reported that when using dermatome an, it did not appear to function as expected. The dermatome caused deep cuts in the skin and a very irregular skin graft. At certain places on the donor site, a wound defect has developed into the subcutaneous tissue. After his own inspection, the doctor indicated that the disposable dermatome blades had too much play in the forward/backward direction. In addition, the doctor thinks that the knife does not fit well over the entire width of the dermatome and may have been bent. No additional patient consequences were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). This medwatch is being filed as a supplemental report to relay additional information. Product review of the dermatome an on april 19, 2018 revealed that the width plate was able to be properly affixed to the device and there was no movement in the control bar. The torque on the thickness control lever was below specifications. The device operated within motor speed specifications and was within calibration and side to side specifications at all tested thickness settings. Repair of the dermatome an was performed by zimmer biomet surgical on june 26, 2018 which included replacement of the width plate screw and bearings. Dermatome an, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during the product review it was noted that the width plate was able to be properly affixed to the device and there was no movement in the control bar. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the width plate was able to be properly affixed to the device and there was no movement in the control bar. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
On (B)(6) 2018, it was reported that the device did not function as intended. The device cut too deep into the skin and a very irregular skin graft was created. A wound defect developed into the subcutaneous tissue. The doctor indicated that the device had too much play in the forward/ backward direction. The doctor thinks the knife did not fit well over the width of the device and might have been bent. The customer returned a dermatome an device, serial number (B)(6), for evaluation. The device history record (DHR) noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated dermatome an serial number (B)(6) as documented in the repair reports. The device history record (DHR) for lot number 63525216 noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Blades are non-repairable products, so no previous repairs were performed on this device. Product review of the dermatome an by zimmer biomet surgical on april 19, 2018 revealed the motor speed was within specification (5,505 rpm). The calibration was within specification. The width plate and control bar were noted to both be too tight. The control bar was positioned properly with the master blade. Repair of the dermatome an was not performed by zimmer biomet surgical since at the device was added to the loaner pool and the repair department has not repaired the device at the time of this investigation. The reported event was non-verifiable since during product review the calibration was within specification and the control bar was positioned properly with the master blade. The root cause of the cutting issue with an dermatome could not be determined with the provided information since the calibration was within specification and the control bar was position properly with the master blade. The root cause of there being play in the device for the an dermatome could be determined with the provided information since during product review the width plate and control bar were both too tight, so there would be no play with the device. The root cause of the knife not fitting correctly for an dermatome could not be determined with the provided information since there was no mention of the blade being damaged during product review. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
When using dermatome an, it did not appear to function as expected. The dermatome caused too deep cuts in the skin and a very irregular skin graft. At certain places on the donor site, a wound defect has developed into the subcutaneous tissue. After his own inspection, the doctor indicated that the disposable dermatomes (item 88700010) had too much play in the forward / backward direction. In addition, the doctor thinks that the knife does not fit well over the entire width of the dermatome and may have been bent.